Event description:
Parent of home pt (hp) reported homechoice device was received today. When the parent was ready to initiate treatment, parent went to turn on the device and the power switch fell into the back of the machine and parent received a shock that they felt throughout their body. Parent stated it "felt like touching a sparkplug on a lawn mower". Parent reported that no injury resulted and no medical intervention was necessary as a result of this event. This machine was picked up by the co and another device delivered.